Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs 1225714-2014-04811 and 2937457-2014-01073.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on or about (B)(6) 2003, after the use of the product.